Event description:
The customer reported that she got out of the hospital for high blood glucose. The caller stated that she was not eating or drinking enough and became dehydrated. The blood glucose reading at time of call was 157mg/dl. During the call, the customer mentioned that the insulin pump alarmed motor error. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run a displacement test and the test passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.